Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off during patient operation and displayed several error messages. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device performed a restart of the ventilation unit at 4:30am, 4:50am, 5:01am, 10:38am, 4:39pm and 4:22pm on the reported date of event and alarmed for "device failure (1)", "device failure (6)" and "device failure (12)". Based on the error codes the root cause of the malfunction was determined to be a faulty pba m1.3 which is part of the dosage and mixture module. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module audible and visual alarms will be activated in order to inform the user about the problem. As a mitigation measure the ventilation unit would perform a restart to solve the issue. After successfully performing the restart, the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off during patient operation and displayed several error messages. No patient injury was reported.